Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no further actions/interventions had been taken, nor were any planned, to resolve the shocking sensation at the pocket site, as the symptoms had significantly abated over time. The issue had decreased in frequency and severity and the patient was satisfied. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that the patient had a shocking sensation at the implantable neurostimulator (ins) site with the ins turned off. The issues randomly began happening on (B)(6) 2016. The patient turned the device off and was still feeling the shocking at the pocket site and they switched to a different group and they were still feeling the shocking sensation. The cause of the shock was not determined and it was unknown if any interventions would be taking place. The patient was implanted for spinal pain. Further follow up is being conducted regarding possible interventions. If additional information is received, a follow-up report will be sent.